Manufacturer narrative:
The unit passed the basic occlusion test and displacement test. No motor error alarms were found. The motor was tested outside of the device and passed. However, the unit was unable to prime during the prime test due to faulty a force sensor resistor. The unit had a minor scratched lcd window.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 300 mg/dl. The customer completed troubleshooting and the device began priming, however the numbers began to scroll. The customer was advised to discontinue use of the insulin pump. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.